Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), migraine ("migraines"), loss of libido ("loss of libido"), arthralgia ("hip pain"), pain in extremity ("leg pain") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, rash, migraine, loss of libido, arthralgia, pain in extremity and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, loss of libido, migraine, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), migraine ("migraines"), loss of libido ("loss of libido"), arthralgia ("hip pain"), pain in extremity ("leg pain") and anxiety ("anxiety"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, rash, migraine, loss of libido, arthralgia, pain in extremity and anxiety outcome was unknown. The reporter considered anxiety, arthralgia, loss of libido, migraine, pain in extremity, pelvic pain and rash to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included topamax. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: depo provera, mirena and loestrin. Concurrent conditions included kidney stone and carpal tunnel syndrome. Concomitant products included amitriptyline. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / long and heavy period"), headache ("headaches") and dyspareunia ("(painful sexual intercourse)"). On an unknown date, the patient experienced rash ("skin rash"), loss of libido ("loss of libido"), arthralgia ("hip pain"), pain in extremity ("leg pain"), anxiety ("anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, loss of libido, arthralgia, pain in extremity, anxiety, vaginal haemorrhage, headache and dysmenorrhoea outcome was unknown and the migraine, menorrhagia, dyspareunia, fatigue and vulvovaginal pain had resolved. The reporter considered anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. An essure micro-insert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, failure to occlude (close) fallopian tubes, only one side was completely closed up. I do not recall which side. The other side still had fluid getting through on the test; on (B)(6) 2017: both tubes were completely blocked but they noticed a slight separation in one of the coils. Pathology test - on an unknown date: toe specimen is received in 1 container labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with attached cervix and bilateral fimbriated fallopian tubes. Without the lubes, the uterus and cervix weigh 96 gm and measure 7.8 cm from the fundus to the ectocervix, 4.0 cm cornu to cornu and 4.0 cm from anterior to posterior. The endometrial cavity measures 4.0 x 2.5 cm. The endometrium is red, soft shiny and lush measuring up to 4 mm ill maximum thickness. The myometrium is pink-tan and unremarkable. It is up to 2.8 cm in maximum thickness. There is a 6 mm intramural tan white rubbery whor1srj nodule identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('gallbladder full of stones') in an adult female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included topamax. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: depo provera, mirena and loestrin. Concurrent conditions included kidney stone and carpal tunnel syndrome. Concomitant products included amitriptyline. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / long and heavy period"), headache ("headaches") and dyspareunia ("(painful sexual intercourse)"). In 2012, the patient experienced cholelithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("skin rash"), loss of libido ("loss of libido/ lost all desire for sexual contact"), arthralgia ("hip pain"), pain in extremity ("leg pain"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), abdominal distension ("lost the bloated"), orgasm abnormal ("painful orgasms"), flatulence ("worst gas") and restless legs syndrome ("restless leg syndrome") and was found to have uterine leiomyoma ("had fibroids"). The patient was treated with surgery (gallbladder removed and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholelithiasis, rash, loss of libido, arthralgia, pain in extremity, anxiety, vaginal haemorrhage, headache, dysmenorrhoea, abdominal distension, orgasm abnormal, flatulence, restless legs syndrome and uterine leiomyoma outcome was unknown and the migraine, menorrhagia, dyspareunia, fatigue and vulvovaginal pain had resolved. The reporter considered abdominal distension, anxiety, arthralgia, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, loss of libido, menorrhagia, migraine, orgasm abnormal, pain in extremity, pelvic pain, rash, restless legs syndrome, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. An essure micro-insert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 3 coils. Plaintiff commented in social media- now the pokies my husband was feeling are gone to that was the internal stitches poking him is what my doctor said would happen till they dissolve. Discrepancy in date of hsg noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Failure to occlude. (Discrepancy); on (B)(6) 2017: both tubes were completely blocked but they noticed a slight separation in one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs & social media received: newly added events- bloated, painful orgasm, bad gas, fibroids, gallbladder stone, acid reflux, heart enlarged. Reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included topamax. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: depo provera, mirena and loestrin. Concurrent conditions included kidney stone and carpal tunnel syndrome. Concomitant products included amitriptyline. On an unknown date, the patient started topamax at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / long and heavy period"), headache ("headaches") and dyspareunia ("(painful sexual intercourse)"). On an unknown date, the patient experienced rash ("skin rash"), loss of libido ("loss of libido"), arthralgia ("hip pain"), pain in extremity ("leg pain"), anxiety ("anxiety") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, loss of libido, arthralgia, pain in extremity, anxiety, vaginal haemorrhage, headache and dysmenorrhoea outcome was unknown and the migraine, menorrhagia, dyspareunia, fatigue and vulvovaginal pain had resolved. The reporter considered anxiety, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. An essure micro-insert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, failure to occlude (close) fallopian tubes, only one side was completely closed up. I do not recall which side. The other side still had fluid getting through on the test; on (B)(6) 2017: both. Tubes were completely blocked but they noticed a slight separation in one of the coils.. Pathology test - on an unknown date: toe specimen is received in 1 container labeled uterus, cervix, bilateral fallopian tubes. Received in formalin is a uterus with attached cervix and bilateral fimbriated fallopian tubes. Without the lubes, the uterus and cervix weigh 96 gm and measure 7.8 cm from the fundus to the ectocervix, 4.0 cm cornu to cornu .and 4.0 cm from anterior to posterior. The endometrial cavity measures 4.0 x 2.5 cm. The endometrium is red, soft shiny and lush measuring up to 4 mm ill maximum thickness. The myometrium is pink-tan and unremarkable. It is up to 2.8 cm in maximum thickness. There is a 6 mm intramural tan white rubbery whor1srj nodule identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: mr and pfs received. Reporters information updated. Lot no. Added. Product implanted and explanted date updated. Event:abnormal bleeding (vaginal, menorrhagia), headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue,vaginal pain were added. Event outcome were updated for migraine. Medical history,lab data,concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('gallbladder full of stones') in an adult female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: depo provera, mirena and loestrin. Concurrent conditions included kidney stone and carpal tunnel syndrome. Concomitant products included amitriptyline and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / long and heavy period"), headache ("headaches") and dyspareunia ("(painful sexual intercourse)"). In 2012, the patient experienced cholelithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("skin rash"), loss of libido ("loss of libido/ lost all desire for sexual contact"), arthralgia ("hip pain"), pain in extremity ("leg pain"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), abdominal distension ("lost the bloated"), orgasm abnormal ("painful orgasms"), flatulence ("worst gas"), restless legs syndrome ("restless leg syndrome"), ear infection ("ear infection"), nephrolithiasis ("kidney stones"), renal pain ("kidney pain"), feeling abnormal ("brain fog") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("had fibroids"). The patient was treated with surgery (gallbladder removed and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, arthralgia, menorrhagia, dyspareunia, fatigue, vulvovaginal pain, feeling abnormal and abdominal pain had resolved, the cholelithiasis, rash, loss of libido, pain in extremity, vaginal haemorrhage, headache, dysmenorrhoea, abdominal distension, orgasm abnormal, flatulence, restless legs syndrome, uterine leiomyoma, ear infection, nephrolithiasis and renal pain outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, cholelithiasis, dysmenorrhoea, dyspareunia, ear infection, fatigue, feeling abnormal, flatulence, headache, loss of libido, menorrhagia, migraine, nephrolithiasis, orgasm abnormal, pain in extremity, pelvic pain, rash, renal pain, restless legs syndrome, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. An essure micro-insert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 3 coils. Plaintiff commented in social media- now the pokes my husband was feeling are gone to that was the internal stitches poking him is what my doctor said would happen till they dissolve. Discrepancy in date of hsg noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Failure to occlude. (Discrepancy); on (B)(6) 2017: both tubes were completely blocked but they noticed a slight separation in one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, dyspareunia concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: ear infection, kidney stones, renal pain, feeling abnormal, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: new events "ear infection, kidney stone, , brain fog, abdominal pain, kidney pain" were added. Outcome of event "anxiety" updated to "recovering / resolving" and , pelvic pain, arthralgia, abdominal pain updated to "recovered / resolved". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cholelithiasis ('gallblader full of stones') in an adult female patient who had essure (batch no. 20227512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: depo provera, mirena and loestrin. Concurrent conditions included kidney stone and carpal tunnel syndrome. Concomitant products included amitriptyline and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced fatigue ("fatigue"). In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / long and heavy period"), headache ("headaches") and dyspareunia ("(painful sexual intercourse)"). In 2012, the patient experienced cholelithiasis (seriousness criterion medically significant). On an unknown date, the patient experienced rash ("skin rash"), loss of libido ("loss of libido/ lost all desire for sexual contact"), arthralgia ("hip pain"), pain in extremity ("leg pain"), anxiety ("anxiety"), vulvovaginal pain ("vaginal pain"), abdominal distension ("lost the bloated"), orgasm abnormal ("painful orgasms"), flatulence ("worst gas"), restless legs syndrome ("restless leg syndrome"), ear infection ("ear infection"), nephrolithiasis ("kidney stones"), renal pain ("kidney pain"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain") and pelvic discomfort ("used to get the flutter all the time") and was found to have uterine leiomyoma ("had fibroids"). The patient was treated with surgery (gallbladder removed and robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, arthralgia, menorrhagia, dyspareunia, fatigue, vulvovaginal pain, feeling abnormal, abdominal pain and pelvic discomfort had resolved, the cholelithiasis, rash, loss of libido, pain in extremity, vaginal haemorrhage, headache, dysmenorrhoea, abdominal distension, orgasm abnormal, flatulence, restless legs syndrome, uterine leiomyoma, ear infection, nephrolithiasis and renal pain outcome was unknown and the anxiety was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, cholelithiasis, dysmenorrhoea, dyspareunia, ear infection, fatigue, feeling abnormal, flatulence, headache, loss of libido, menorrhagia, migraine, nephrolithiasis, orgasm abnormal, pain in extremity, pelvic discomfort, pelvic pain, rash, renal pain, restless legs syndrome, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient need for additional surgery. An essure micro-insert was place in the right ostia. The introducer was retracted and approximately 3 coils were visualized. Attention was then turned to the left ostia where a similar procedure was performed. Upon retraction of the introducer, 3 coils. Plaintiff commented in social media- now the pokies my husband was feeling are gone to that was the internal stitches poking him is what my doctor said would happen till they dissolve. Discrepancy in date of hsg noted. Patient was 7 weeks post op and used to get the flutters all the time but not anymore. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Failure to occlude. (Discrepancy); on (B)(6) 2017: both tubes were completely blocked but they noticed a slight separation in one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, dyspareunia concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: ear infection, kidney stones, renal pain, feeling abnormal, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event used to get the flutter all the time was added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.